Event description:
Edwards received notification from our affiliate in (B)(6). A patient who underwent an implant of a 26mm sapien 3 ultra valve in aortic position, by transfemoral approach. As reported, the valve was implanted with perfect result (good positioning and no pvl). After two hours, a dislocation towards the ventricle (about 1 cm) of the prosthesis was noted by tte. The patient was asymptomatic. The first operator decided to take the patient to the operating room to remove the sapien 3 ultra and implant a 27mm edwards surgical valve. The patient final outcome was good.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve migration was unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, ''valve was implanted with perfect result (good positioning and no pvl). After two hours, a dislocation towards the ventricle (about 1 cm) of the prosthesis was noted by tte with asymptomatic patient. The first operator decided to take the patient to the operating room to remove the sapien 3 ultra and implant a magna ease 27 mm. The patient final outcome was good.'' Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Transcatheter heart valves require annulus/landing zone calcification for proper anchoring. In this case, review of follow-up responses revealed that there was mild calcification present on the native aortic annulus. It is possible that the thv was not properly anchored to the annulus due to lack of calcification leading to thv migration. As such, available information suggests that patient factors (mild calcification) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.